Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of 3003657720-2025-00012. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer's internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by non-healthcare professional it was stated that consumer experienced red eyes for three days, for which consumer visited the physician and was diagnosed with bilateral subconjunctival hemorrhage, conjunctivitis unspecified and was prescribed with ciprofloxacin, dexamethasone one drop four times a day and was requested to return for a check-up in over ten days. The current status of the consumer eyes was symptoms resolved at the time of this report. Additional information has been requested but not yet available.